Event description:
It was reported to the MFR that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline. The relationship between vns therapy and the increase is unk at this time. Diagnostic tests performed on revealed proper device function at the last office visit. A battery life calculation has been performed which revealed 0.92 years till end of service of the generator. The pt's physician is holding off on interventions with the vns device due to the existing battery life. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.